Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to intuitive surgical, inc. For failure analysis investigation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be sent if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the bipolar instrument melted, arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was identified in central processing that the resin on the tip of the fenestrated bipolar forceps instrument melted. Intuitive surgical, inc. (Isi) followed up with the site and there was no report of instrument arcing with the surgical staff. However, based on the reported issue, the instrument may have potentially arced. The reported issue was identified through visual inspection while the instrument was in central reprocessing and the site verified there was no reported patient injury or harm as a result of the reported issue with the instrument.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue. The instrument was found to have charring and localized melting at the grip base. This failure is caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was tested and passed electrical continuity test. Fa concluded the failure is caused by mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.